Manufacturer narrative:
Device was used for treatment, not diagnosis. Device malfunctioned intra-operatively and was not explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lag screw was misaligned and two drill bits broke during a femoral nailing procedure on (B)(6) 2018. The tip of a 10mm cannulated tapered drill bit broke off while the surgeon was opening the lateral cortex. Then, a 6mm/9mm cannulated stepped drill bit broke while the surgeon was reaming the femoral head. Fragments were left in the bone from both broken bits. The lag screw for trochanteric fixation nail advanced (tfna) went anterior to the nail; this was caught in final fluoroscopy toward the end of the procedure and had to replaced the device. It backed out, the handle placed back on the nail and the same lag screw was shot (implanted) in the right trajectory. There was a surgical delay of about two hours due to these malfunctions, therefore and extra fluoroscopy was required. The procedure was completed successfully with the patient in stable condition. Concomitant device report: [unknown aiming arm] (part #: unknown, lot #: unknown, quantity: 1), [unknown trocars] {part #: unknown, lot #: unknown, quantity: 3), [unknown stryker power drill] (part #: unknown, lot #: unknown, quantity: 1). This complaint is for three (3) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient date of birth and weight not available for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.